Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the left side. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported event of deflation was received on august 19, 2024, with lot number 622602. Based on the product analysis performed, the assessments of the complaints are: deflation: observed opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.